Event description:
It was reported that a pt underwent a kyphoplasty procedure on (B)(6) 2007. During the procedure, an expired curette was used in the pt. There were no pt complications or adverse events reported. No add'l info was reported.

Manufacturer narrative:
Method: device not returned, f/u with company rep. Product was from trunk stock.